Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect free psa results for one sample. Sid (B)(6) initial free psa result was 2.521 ng/ml, retest result was 0.157 and 0.151 ng/ml. The clinical questioned the initial test result as it was inconsistent with the patient's clinical information. No impact to patient management was reported.

Event description:
The customer observed falsely elevated architect free psa results for one sample. Sid (B)(6) initial free psa result was 2.521 ng/ml, retest result was 0.157 and 0.151 ng/ml. The clinical questioned the initial test result as it was inconsistent with the patient's clinical information. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 61631fz00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect free psa reagent lot 61631fz00 was identified.